Event description:
The customer reports they have artifacts on the ECG waveform. No info was received regarding pt involvement or the date of event but attempts are being made to recover the info.

Manufacturer narrative:
The device has not been received but is anticipated. Upon receipt and completion of the investigation, a supplemental will be submitted.